Manufacturer narrative:
Philips has investigated this complaint. A philips field safety engineer (fse) inspected the system onsite and found that there is an issue with tube rotary anode control board. The engineer replaced the dual speed rotor control (roco) and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not start up intermittently. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.